Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's blood glucose was running at about 336 mg/dl after the infusion set change. Customer ate and his blood glucose went up to 405 mg/dl and now he is currently at 453 mg/dl. Caller stated that the customer has not treated yet and he will be taking an insulin shot with the syringe. Customer had no alarms outside of the low reservoir alert. Caller did not want troubleshoot since her husband's blood glucose was going down. Customer checked his blood glucose and he was at 378 mg/dl. Caller was assisted in turning the sensor feature off since her husband does not use the sensor.